Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 11.7 mmol/l. The customer had high readings for the last week. The customer had loads of corrections and changed the infusion set 6 times. The customer went to bed and her blood glucose was 10 mmol/l. The customer stated that there were bent cannulas. The customer was advised to rewind the pump. The customer stated that insulin did exit.